Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via log file analysis since available log files did not reveal any alarms for the past 14 days until (B)(6) 2017. Power consumption was within normal operating ranges. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the high power events can be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, high flows. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was hospitalized with confusion. A head computerized tomography (CT) scan was reported to have been abnormal. Laboratory testing revealed a supratherapeutic international normalized ratio (inr). The patient's anticoagulation medication was held. During this admission, the patient developed elevated vad power consumption and flow estimations with high watt alarms. The site further reported that the pump was making a grinding noise on auscultation. A bedside echocardiogram revealed a ventricular septal defect (vsd) with worsening heart failure. The patient is reported to not be a surgical candidate for a pump exchange or for vsd repair. No further information has been provided.